Event description:
A falsely elevated ctni result of 3.21 nglml was obtained on one pt. Reanalysis of the same sample was negative. The elevated result was not reported. Pt treatment was not prescribed or altered and there was no report of adverse health consequence to the pt as a result of the falsely elevated ctni no root cause of the incident has been identified.